Manufacturer narrative:
Brand name: ultra m16-ultar male 16in straight tip 16. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the "product had to be removed in an emergency surgery because it became kinked and coiled inside the patient." Per additional information received, the catheter did not pose anymore resistance than normal. End user states "no pain was experienced initially, as I lack some sensation in this area. In a urologists office, they had to examine me using a cystoscope and attempted to put a foley catheter in, without success, with no anesthesia." End user further reports "a procedure under general anesthesia was required to insert a foley catheter. There was too much damage caused by this kinked catheter to continue using intermittent catheters until the tissue in my urethra had healed." End user catherizes 4-6 times daily and has been using intermittent catheter regularly for over six years.